Event description:
It was reported that the atrial lead exhibited high impedance and high capture threshold. During the device change out procedure, the lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).